Event description:
Patient was implanted with a medtronic azur pacemaker on [redacted]. Vendor did not register the patient on the vendor site, carelink at time of implant. Patient was discharged to home and called by ep [electrophysiology] [redacted] clinic to connect for remote monitoring without success. This resulted in a risk of lost to follow up, a delay in remote monitoring and increased workload for staff to enroll patient into carelink and establish connectivity. Manufacturer response for cardiac platform, carelink (per site reporter).